Event description:
It was reported that during a laparoscopic low anterior resection procedure, air leaked. Another device was used to complete the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Does this trocar have the optiview technology? ---the information was not provided from the hospital. Were any noises heard such as whistling or hissing? ---the information was not provided from the hospital. If so, did the noise prevent insufflation? Please describe the noise. ---the information was not provided from the hospital. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---the information was not provided from the hospital. What was the gas consumption rate or volume (liter/minute)? ---the information was not provided from the hospital. Were you able to identify where the leak was coming from? ---from the seal part of the trocar. Was a device inserted in the trocar during the leaking? If so, what device? ---yes, the event occurred just removing a port camera and going to insert a forceps. Was any torque being applied to the trocar or device? ---the information was not provided from the hospital.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in a good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. The batch record was reviewed and no anomalies were noted during the manufacturing process.